Manufacturer narrative:
On february 07, 2020, the mentor failure analysis lab received the device for evaluation. As no date of explant has been provided, it has been estimated to february 01, 2020. On february 17, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual analysis of the device a rupture was noted in the anterior view measuring approximately 2.1 cm. During the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon visual inspection of the returned picture, it was observed a rupture in anterior view. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc and experienced a deflation on an unknown side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.